Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was having a battery charge issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred "last saturday" (B)(6) 2013 at an unknown time. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient reported making no changes to her usual diabetes management routine. The patient was unable to report if she developed any symptoms due to the alleged issue. The patient reported on (B)(6) 2013 she was seen in a doctor's office for a routine visit and her diabetes medications were changed. The patient reported her blood glucose was not measured on any other device. At the time of troubleshooting, the cca confirmed there was no misuse of the product, and this was not the first time the meter has been used. When the patient was instructed to press and hold the power button for 10 seconds, the alleged issue remained unresolved. The patient's test strips were in good condition. When the patient was walked thru a retest, the alleged issue remained unresolved. The patient did not have a charger or wall adapter available at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because, the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.